Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was damaged, within the pack and was difficult for cannulation.

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter tip was damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was damaged, within the pack and was difficult for cannulation.

Manufacturer narrative:
Investigation: three photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the 1st photo shows the top web with batch #9123639 and the 2nd and 3rd photos show the defect on the catheter. However, the reported defect cannot be seen clearly from the photos returned. The incident could not be verified based on the photos. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, a root cause could not be determined.